Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.456" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the harmonic ace instrument's tip broke. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument broke outside of the patient. There was no fragment fall into the patient and no injury to the patient.